Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone: (B)(6). G2 foreign: japan. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device discarded.

Event description:
It was reported that when the operator opened the package there was a small amount of dust attached to the center of the main unit. Operator opened another device and used it to complete the surgery. There was no reported patient harm or delay. Due diligence is in progress.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual, functional, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.